Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 90 to 100mg/dl. The customer did report symptom of having a headache and exhausted. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 160mg/dl (B)(6) 2017 02:53 pm fasting: yes; 122mg/dl (B)(6) 2017 01:27 pm fasting: yes; 142mg/dl (B)(6) 2017 01:25pm fasting: yes; 116mg/dl (B)(6) 2017 02 34pm fasting: yes; 152mg/dl (B)(6) 2017 01:11pm fasting: yes. Memory concerns: the customer is concerned with the results of 160, 142 and 152mg/dl on the meter's memory. The customer is calling in regard to getting high results when he test on the meter. He advises that he is feeling well now and not having any symptoms regarding his diabetes. On (B)(6) 2017, he stated he was having a headache and he was exhausted. He went to the dr office at 11:30am and his result was 102mg/dl fasting. He had taken a test on our meter before going and it was 152mg/dl fasting. He got to the dr. Within 1/2 hour. The customer says he was not given anything at the dr. Office but he over medicates on the metformin when his result is over 140mg/dl. The date and time on the meter is incorrect. He took them in the morning. He stores the strips in the bathroom and was advised of the proper storage. There have not been any changes in his diet or exercise regimen. Customer is no longer experiencing symptoms.